Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: detailed product information was provided to bsc, however, it does not match with product upn. Attempts to determine by good faith effort to obtain the information are in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.

Event description:
It was reported to boston scientific corporation that an orca valve was used during procedure performed on an unknown date. During the procedure, the air/water valve leaked profusely. There were no patient complications reported as a result of this event.